Event description:
It was reported that 6 bd maxplus positive pressure connectors experienced flow issues, and were clogged. The following information was provided by the initial reporter: in thoracic surgery department, an infusion set connector was blocked during use.

Manufacturer narrative:
Six mp1000 samples were received; five were received without packaging and one was received in opened packaging from lot 20105778. Functional testing involved connecting the received samples to a 50ml bd plastipak syringe from stock and flushing fluid through. No occlusions or flow restrictions were observed during functional testing for any of the received samples. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20105778 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. Previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxplus component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the (B)(4).